Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of low readings. Allegedly, both channels give a value of 15 when attempting to get a reading. There was no patient harm reported.